Event description:
It was reported that the lens of the device was found to be missing during testing conducted at the user facility. No patient involvement, adverse consequences, delays, or medical interventions were reported with the event.

Manufacturer narrative:
The reported event that lens cover of the device is missing was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that the lens of the device was found to be missing during testing conducted at the user facility. No patient involvement, adverse consequences, delays, or medical interventions were reported with the event.